Event description:
It was reported that during a lap chloe procedure that two clips from the ca040 clip applier cartridge fell off. The clips were retrieved and another set of clips were applied and they seemed to hold. The procedure was completed and the pt closed. In recovery it was noticed the bile was in the collection system and it was assumed that the clips had fell off. The pt had later been released from the hospital with no further injury or complication.